Manufacturer narrative:
The meter and test strips were returned for eval. Test strip lot # 1020215050 expiration date: 02/2017 control solution lot # 1030213254 range: 82-127 mg/dl. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed. The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical eval (by testing with control solution) was not able replicate the alleged issue as the performance testing revealed the strip to perform within specification as well.

Event description:
It was reported to nova biomedical that a consumer received a result of 32 mg/dl at 9:05pm on (B)(6) 2015. According to the consumer he did believe that result to accurate but decided to 'eat crackers and an apple because he was nervous about the lower than expected blood glucose result. The consumer stated, "...he did not have low blood glucose symptoms..." The consumer performed another blood glucose test at 9:40 pm getting a result of 95 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use. The consumer did perform the control test per our directions' for use. A control solution test was performed while troubleshooting showing the test strips to fall in range.